Event description:
It was reported patient experienced blacking out and vomiting. The implantable cardiac monitor revealed over sensing and false asystole. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer save to disk file (B)(4) shows undersensing with 17 - episodes for asystole of various duration from 3.7 seconds to 4 minutes and 43 seconds between (B)(6) 2012 11:14:59 and (B)(6) 2012 12:02:54.